Manufacturer narrative:
(B)(4).should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device passed electrical and functional testing and was determined to meet performance specification requirements. Internal and external inspection was performed and no issues were noted. All pressures were found to be correct and stable and no leaks were observed. The device passed all seal, purge and integrity testing. A short simulated therapy was performed with no issues noted. No failure or malfunction or iipv event was identified that could have caused or contributed to the home patient passing away. The cause of the reported event could not be determined. The device will be sent to service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away. The cause death was unknown. It was unknown if the pt was hospitalized prior to the death. It was unknown if pd therapy was ongoing until the time of death or if the pt was connected to the hc device at the time of death. It was unknown if an autopsy was performed. Additional information was requested but was not available.